Event description:
It was reported that the pump was hot to touch while charging despite being in room temperature conditions. Reportedly, the customer was using non-tandem charging supplies to charge the pump. The customer contacted the healthcare provider to obtain an alternate method of insulin therapy until the replacement pump arrived. There was no adverse impact to the customer's blood glucose level.